Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/070 with lot number reported as unknown; the sample was received in used condition. During visual inspection no discrepancies were found. During functional testing: the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect leakages. Results: leak was observed coming out from the seal of the cuff. The customer reported condition was confirmed. The most probable root causes are: ·production personnel did not follow the inspection instructions. ·the instructions are not clear in the welder process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign:(B)(6).

Event description:
Information was received that during use of a smiths medical portex clear eye soft seal cuff tracheal tube, air was reported to be leaking from the cuff. Subsequently, the user replaced the tube with another one. Upon removal, it was reported the user found leakage of air from the bonded part of the tube and cuff. There were no adverse patient effects.